Manufacturer narrative:
The device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the bolus history screen with the correct time of the bolus deliveries. No unexpected memory anomalies noted. Unit communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The sensor feature working properly. No unexpected sensor alarms anomaly noted. The device was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of memory anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump kept showing the wrong information regarding the sensor values. The customer stated that the pump does not draw the sensor line on the screen and it kept showing inaccurate details. The customer mentioned that the memory was not working. The product was returned for analysis.